Event description:
It was reported that they were experienced high blood glucose level of 27mmol/l, which was treated by insulin pump. Customer treated high blood glucose with insulin pump. Customer reported that did not allege insulin pump was under delivering. Customer reported that auto mode features was not active at the time of high blood glucose event. The customer was using the insulin pump within 48 hours of the reported event. The customer was assisted with troubleshooting and it was unable to find the issue. The insulin pump will not be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.